Manufacturer narrative:
(B)(4): review of the black box revealed no activity outside normal use. The subject battery was not returned with the pump for investigation. The battery compartment was noted to be cracked and there was corrosion inside the battery compartment. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating and no alarms.

Event description:
The reporter claimed that the battery compartment of the subject pump was hot to touch. During troubleshooting, the animas representative noted the battery cap was never changed. There was no product misuse. The battery was found corroded after the patient received a low battery warning and replaced the battery. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.